Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing date, and expiration date is currently unavailable. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1st email sent to the sales rep requesting the following information: does the surgeon believe the device caused the leak? If so, why? Were any staples seen? What was the surgical procedure? Can you provide more details on how the device was used? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during procedure the device was used to fire on the vessel, post procedure device caused leaked causing gda to blow out. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent; 12/19/2024. Additional event information this surgeon is a high-volume surgical oncologist who was recently an mdt customer and has switched to ethicon. The surgeon performs 80-100 procedures. She recently has been experiencing a higher-than-average number of complications. The surgeon had two whipple procedures that were successfully completed but post-op a pancreatic leak from the pj anastomosis site caused a leak which led to a gda blow out at the staple line of transection of the gda. Complication caused significant bleeding and required multiple trips back to the or/ir. The pj anastomosis leaks and gda blow out occur at day 8-10. Both cases required takebacks due to the leaks. When asked if there were any complaints on staple formation seen intra-op, the response was no. Per the sales rep, the anastomosis is all hand sewn in procedure. Intra-op, they have complete hemostatic, the leak occurs post-op. Don¿t know if the leak is from anastomosis or pancreatic fistula. Nor if it is at or above the staple line. When closing the stapler on pancreas, is it one closure or a gradual compression? Unsure when firing, the surgeon does wait for tissue compression and doesn¿t pulse fire. Does the surgeon believe the device caused the leak? If so, why? The device was not what caused the leak. Were any staples seen? The staple line was no observed on the take back procedure what was the surgical procedure? Whipple procedure can you provide more details on how the device was used? The stapler was used for ligation of vessels as well as transection of whipple specimen. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that either staplers caused or contributed to the pancreatic leak? Why or why not? Does the surgeon believe that either stapler caused or contributed to hemostasis event? Why or why not?